Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental medwatch will be submitted upon completion of this activity. Clinical investigation: the patient medical records were provided by the user facility on august 22, 2016. A clinical investigation was performed to establish the patient's experience and its relationship to the fresenius products in use during the hemodialysis (hd) treatment. The results are as follows: based on the 3 pages of medical records event details information, there is no documentation that shows a causal relationship between any fresenius products and the patient¿s admission to the hospital for hyperkalemia (high potassium level). Furthermore, there have been no allegations against any fresenius products in use during the hd treatment. It is not uncommon for stage 4 and 5, chronic kidney disease patients to develop hyperkalemia. The condition is usually managed through a restriction of the patient¿s intake of dietary potassium.

Event description:
A patient adverse event was identified during review of patient medical records. An end stage renal disease (esrd) patient on hemodialysis (hd) treatments, was hospitalized for hyperkalemia (high potassium level). Follow-up with the facility revealed no association with a device malfunction. No product information is available. According to the hospital discharge summary, the patient was admitted through the emergency department (ed) after he was at the (B)(6) and found to have an elevated potassium in the 7 range per verbal report. The potassium level was found to be 6.7 in the ed and the patient was admitted to the hospital for dialysis. The patient was asymptomatic. The patient was dialyzed and discharged home on (B)(6) 2012 where he continued on chronic outpatient hemodialysis at his outpatient facility.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. An investigation of the device manufacturing records was not able to be conducted by the manufacturer as the 2008k hemodialysis (hd) machine in question was not known, therefore, the serial number was not able to be provided. However, all device history records (DHR) are reviewed and released according to the "DHR review checklist and release procedure." P/n 500658; a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.